Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump stuck on rewind prime loop. Troubleshooting was performed. Reviewed the alarm history and found several alarms. Ran a displacement test and the device failed twice. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.